Manufacturer narrative:
Additional information received: depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers received. Patient underwent a revision to address pain and discomfort, decreased mobility, shedding of metal debris into the bloodstream, tissue damage and excessive levels of chromium and cobalt.

Event description:
Patient revised to address pain. Update rec 6/29/2015 - (B)(4). Report states as follows: present illness: the patient is a (B)(6) female who previously undergone a right total hip arthroplasty utilizing asr components her index procedure was back in 2008. She has recently been complaining of progressive hip pain, which is more progressive over the past month to two months. She has had a recent blood metal ion workup which demonstrated a chromium of 3.5 and a cobalt 19.9. She states that does cause some burning-type pains which interferes with her activities. She also has some pain located within the groin and posterior lateral aspect of her hip. Impression: mechanical failure of asr total hip arthroplasty, right hip, with elevated metallic ion blood work. Procedure: 1. Revision right total hip arthroplasty. 2. Complete synovectomy, right hip. A stem has been added to address the elevated metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.